Event description:
It was reported that the patient received inappropriate therapy for an episode that was detected as ventricular fibrillation (vf). There was a number of short interval counts (sic) during the episodes and all of the episodes occurred around the same time of the day. It was determined that all of the episodes happened while the patient had a procedure in an outlying hospital during that time and the hospital did not use a magnet during the procedure. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Oversensing external emi. Beginning (B)(6) 2015, v sensing integrity counts up to 35; vt-ns and vf episodes detected due to emi leading to inappropriate shock. Concomitant medical devices: 3387s-40 x 2 dbs lead, implanted: (B)(6) 2008, 748295 neuro extension, implanted: (B)(6) 2008, 7482a51 neuro extension, implanted: (B)(6) 2008, 64001 x 2 neuro adaptor, implanted: (B)(6) 2012, 37612 dbs ipg, implanted: (B)(6) 2012, 3708160 neuro extension, implanted: (B)(6) 2012, 39565-65 pain stim lead, implanted: (B)(6) 2013, 37714 pain stim ipg, implanted: (B)(6) 2013, 37754 neuro recharger, 37746 neuro programmer, 37642 neuro programmer, 37651 neuro recharger. (B)(4).